Event description:
The respiratory staff observed the ventilator was operating on external battery. They verified the ventilator was connected to a known good a/c outlet. The ventilator was switched out with another unit without any pt injury.